Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected absence of occlusion alarm anomalies noted. No possible under delivery anomaly noted. Device was downloaded to carelink pro properly and all bolus delivered were found at the carelink report. Device passed the dat test at 0.0875 inches. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 600 mg/dl, at the time of incidence. Customer was treated with the manual injection. Customer reported that they performed high pressure test and unable to detect insulin flow block alarm. The drive support cap was normal. Customer did alleged that the insulin pump was under delivering due to no insulin flow block alarm. The insulin pump passed all the test except high pressure test. It was unknown whether the customer was using auto mode at the time of reported event. The insulin pump will be returned for analysis.